Manufacturer narrative:
(B)(4).

Event description:
The customer experienced issues with sodium qc being out of range for ise indirect na, k, ci for gen.2 since (B)(6) 2016. The customer replaced the sodium electrode, but qc was still out of range. The customer stated questionable sodium results were generated for five patient samples. Only the erroneous result for one patient sample was reported outside the laboratory. The initial result was 155 mmol/l and the repeat result on another analyzer was 137 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The electrode lot number and expiration date were requested but were not provided. The field service representative found there was a fluidics failure of rinse tube assembly and the rinse arm assembly probe vacuum line was punctured. He replaced the line, adjusted the rinse arm volumes, replaced the sample probe, cleaned the ceramic internal standard bath, and ran precision testing. All controls were acceptable and the system was performing to specifications. A pooled patient serum precision test was performed and assays were within precision guidelines.

Manufacturer narrative:
The issue found by the field service representative was a reasonable root cause of the issue. The remaining solutions could have contaminated the samples and increased the results for sodium.